Manufacturer narrative:
The date received by manufacturer was 11/18/2015 not 11/08/2015 as originally reported.(B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaking valves during a vitreoretinal procedure. There was no patient harm. Additional information and the product sample has been requested.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)

Manufacturer narrative:
One trocar hub and cannula assembly was received for evaluation. A device history record review for the lot was conducted. The product was released in accordance with all product acceptance criteria. The product sample was found to be conforming. (B)(4).

Manufacturer narrative:
Additional information: a product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).